Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained ventricular oversensing was observed via remote transmission. Patient received inappropriate therapy. No noise was reproducible with isometrics test. Chest x-ray showed externalized conductors on the lead. The lead was explanted and replaced. Patient was in good post-procedure.